Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was the needle retrieved during the initial procedure? If not, please explain. - what measures were taken to retrieve the needle? Please explain - was there any additional tissue damage as a result of searching for the needle? - what is the current status of the patient? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). No patient consequence needle retrieved

Event description:
It was reported that a patient underwent an robotic assisted procedure in (B)(6) 2026 and suture was used. During robotic assisted surgery, the needle got pulled off in the patient's abdomen. Unable to find the needle, the use of a brilliance amplificator was necessary,it was mandatory to uninstall the "robot" to reinstall it once the needle was found. No adverse patient consequences were reported. Additional information was requested.